Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that intermittent unexpected resets occurred. Customer¿s blood glucose level ranged from 201-202 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.